Manufacturer narrative:
Follow-up #2: date of submission 06/14/2016 -correction: the serial number reported in the follow-up #1 correction to suspect medical device serial # is for the transmitter. The primary product for original complaint is the sensor and has no associated serial number.

Manufacturer narrative:
Follow-up #3: date of submission 06/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: during investigation, the transmitter was paired with the pump successfully. Blood glucose calibration of 120 mg/dl was accepted in two attempts within 2 hours successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20% with no alarms or warnings occurring during testing. The transmitter performed within specifications. The complaint of incorrect cgm readings was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the cgm readings were inaccurate as compared to the fingerstick blood glucose (bg) values. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to blood glucose excursions.